Manufacturer narrative:
The device history record (DHR) for lot number 2429900138 was reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue. As such, a root cause could not be determined at this time. However, a corrective and preventative action has been opened to address the reported issue. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that they had issues where the negative pressure cap wouldn't seat properly. Additional information was received from the customer and stated that there was no harm reported since it was never used on a patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.